Event description:
I was given the essure permanent birth control procedure in (B)(6) 2014. Since then I have been in severe pain and constantly fatigued. I have two small children who I can barely pick up and who need me at my best. This product has caused sharp shooting pain in my back and abdomen. My periods which were never painful are now unbearable. I am (B)(6) and now I have to get a hysterectomy to remove this device. This product should not be allowed to be given to other women. It causes severe symptoms that can only be fixed by surgery. At the very least you should be required to ensure pt knows of the problems thousands are experiencing. I can barely get out of bed and each night going to sleep is difficult and scary. There are nights where the pain is so bad I can barely breathe. Please recall this product.